Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia and migraine to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. Concurrent conditions included overweight. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), cystitis ("(partial), infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), arthralgia ("my joints in my body hurt horribly"), memory impairment ("memory is awful") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, migraine, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, autoimmune disorder, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, arthralgia, memory impairment and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, cystitis, dyspareunia, fatigue, gastrointestinal disorder, headache, memory impairment, menorrhagia, mental disorder, migraine, nausea, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events infection (bladder/ urinary tract/ vaginal), psychological or psychiatric problems disorder, autoimmune disorder, bladder or urinary problems or changes, headache, nausea, dental problems, dyspareunia, vaginal discharge, fatigue, weight gain, git disorder, joints pain, memory is awful, hair loss were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.